Event description:
A healthcare facility in (B) (6) reported via a fisher & paykel healthcare clinical product specialist that an mr290hfv autofeed humidification chamber ('the chamber') 'leaked water'. The water leak resulted from a crack to the chamber dome when used in a set-up involving the sensormedics 3100b high frequency ventilator, sensormedics flexible breathing circuit and the mr850 respiratory humidifier on invasive mode. The patient was being administered oxygen therapy. The hospital further reported that the ventilator parameter settings were amplitude 114, frequency 3 hz, 50% inspiratory time and mean airway pressure (map) of 35. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the subject mr290hfv chamber in this complaint was not returned to fisher & paykel healthcare ('fph') for investigation. Our analysis is based on the information provided by the hospital from which the event description is based, as well as previous analyses of similar complaints. Results: it was reported that the mr290hfv chamber developed a water leak from a crack which occurred while the chamber was in use with the sensormedics 3100b high frequency ventilator when used above the maximum recommended pressure of 80cmh2o as stated in the user instructions. Pursuant to a CAPA initiated to further investigate the problem of cracked chambers when used in conjunction with the sensormedics 3100b ventilator, fph recently updated the user instructions with a statement in the warning section as follows: 'use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. (B) (4).